Event description:
In 2007, surgeon performed surgery from o-c4 instrumentation was done with summit si system. Four days later, screws were found backed out. Re-operation has not been scheduled. As this may result in the need for surgical intervention, an MDR is being filed.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use(IFU) supplied with the device.